Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will submitted.

Event description:
The customer reported that the right head tip of the instrument disengaged from the device. No device fragments or components fell into the pt cavity. No pt injury.